Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the revision of primary implants in the patient's right hip in 2007. In providing a usage sheet for a revision of the patient's hip (B)(6) 2019, the rep indicated the procedure was the patient's second hip revision. The usage sheet indicates a crossfire series ii insert and lfit anatomic c-taper femoral head were implanted. The rep does not have access to any further information regarding the procedure, including the reason for the procedure or the devices which were explanted.